Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified low readings on an adc device compared to unspecified readings obtained on an unknown device. As a result, the customer experienced a loss of consciousness and "sever hypoglycemia". The customer was unable to self-treat and was seen by a healthcare provider where they received treatment of a "sedative" and an unspecified IV drip for treatment of a diagnosis of hypoglycemia. It was also reported unspecified laboratory readings were taken while at the hcp. There was no report of death, serious injury, or mistreatment associated with this event.